Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mani puthuran, gilbert gravino, feyi babatola, richard pullicino, souhyb masri, shubhabrata biswas, rené chapot, arun chandran; neuroradiology; 2024; 66:227¿236; primary endovascular embolisation of intracranial arteriovenous malformations (avm)¿UK single centre experience; doi.org/10.1007/s00234-023-03258-y literature was reviewed regarding: "primary endovascular embolisation of intracranial arteriovenous malformations (avm)¿UK single centre experience." The time frame of this study was: january 2017 to june 2022. The following medtronic devices were used: marathon microcatheter, apollo catheter, and onyx liquid embolic agent. Deaths occurred in the study population: yes, one death occurred in the ruptured avm cohort. The death is thought to be due to the severe insult from the avm rupture at presentation rather than the endovascular procedure. The causes of death were: severe insult from avm rupture at presentation, 1 death. Among patient adverse events included: ruptured avm cohort: functional deterioration: 13.6% (6 out of 44 cases) mortality: 1 case (2.3%) post-operative hemorrhage intra-operative controlled venous rupture retained microcatheter infarction intra-operative non-flow-limiting dissection of internal carotid artery intra-operative controlled arterial rupture unruptured avm cohort: functional deterioration secondary to embolization complications: 4.2% (1 out of 24 cases) mortality: 0% post-operative hemorrhage intra-operative controlled arterial rupture infarction no further information was provided pertaining to medtronic products.